Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with the customer and confirmed that the system was not turning on. Review of system log file doesn¿t confirm system not turning on but, from the event log it is confirmed that the system was down for certain period of time which indirectly indicates something malfunction related power supply or fuse. Upon troubleshooting, rse instructed the customer to check the fuses from the front of mpdu and turn on the system. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system was not turning on. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.